Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51-53 mg/dl resulting in an emergency room (ER) visit. The cause of the adverse event was due to the customer delivering an accidental quick bolus due to the bolus button "sticking" resulting in inadvertently delivering the bolus. No issues with the cartridge, infusion set cannula, infusion set tubing, or the insulin in use were observed. Carbohydrates were consumed prior to the ER visit. While in the ER, the customer was only monitored; no additional treatment was required. The customer left the ER, the same evening with the issue resolved and no permanent damage sustained.